Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that in preparation for a stenting treatment procedure, a shaft fracture occurred. The lesion was located in the left anterior descending artery. A 3.5x28mm liberte' bare metal stent was being prepped for use when the device broke outside the patient. No patient complications were reported. Patient status is reported as stable.